Event description:
The technician alleged that the brake casters are not holding. No patient impact.

Manufacturer narrative:
The technician tightened the brake shoes for all brake casters to resolve the issue.